Event description:
It was reported that the patient presented to clinic for a normal follow up. Externalized conductors were observed via x-ray. No electrical anomalies were noted. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that the lead was capped and replaced during a device change-out for eri. The patient was fine post-procedure.